Manufacturer narrative:
(B) (4). (B) (4). Only year known, assumed 1st day of month (B) (6) that complaint was reported the instrument was returned with a loose mount. The hand piece was tested on a generator and found to be functional. However, it no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Due to this condition, it may lead for an error code 3 to occur.

Event description:
It was reported that during an unknown procedure, code 3 on display of generator. Another device was used to complete the procedure. There were no adverse consequences for the patient.